Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿dropped device¿ was confirmed. ¿ on 1/17/2025, eight pcus were received unboxed and with paperwork. ¿ external inspection revealed six out of eight had physical damages to the handles, cases and iui connectors. ¿ recommend bd san diego repair center to replace damaged pcu parts. ¿ units will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. ¿ failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dropped. There was no patient involvement.